Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism that is found in the intestinal tract of humans and often associated with touch contamination as source of peritonitis in pd patients. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all (B)(6) cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they are running a fever and have stomach pain and want to get medical advice. The patient was in setup and not connected at the time of the call. The patient was advised to call their peritoneal dialysis registered nurse (pdrn) for advice. During additional follow-up, the nurse confirmed the patient was having symptoms of abdominal pain and fever prior to start of treatment on (B)(6) 2020. As a result, the patient was advised to go to the hospital. The patient was subsequently admitted on (B)(6) 2020 with peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital (date not provided) which yielded growth of enterococcus faecalis. The patient was treated with unspecified antibiotics in the hospital. On (B)(6) 2020, the patient was discharged. Per the nurse, the patient is recovering and continues pd therapy with the same cycler at home. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.